Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat atrial fibrillation (af) a farawave ablation catheter 31mm was selected for use. However, it was noticed that the perfusion cavity was damaged and could not be irrigated. The device was replaced and the issue resolved. The procedure was completed. No patient complications were reported. The device is expected to be returned for laboratory analysis.